Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to use a taxus express2 2.5x12mm drug eluting stent to treat a lesion in the mid left anterior descending artery, but, it would not cross the lesion. The stent delivery system was pulled back into the guide catheter, but, it would not come out of the guide catheter. The physician removed the guide catheter, stent delivery system and the guidewire together as a unit. It was noted that, the proximal stent struts were flared. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.